Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead was explanted due to high, out of range, high voltage lead impedance. There were no adverse consequences to the patient.

Manufacturer narrative:
A fracture of the rv conductor was noted near the distal end of the strain relief coil consistent with fatigue. This fracture is consistent with the observation from the field of high hv impedance.